Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that mean airway pressure dropped to zero during use on a patient on the 3100 a device.the device was replaced with another ventilator.the customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
"Results of investigation: vyaire field service representative went onsite to evaluate the device. Technician had investigate noise also and found loose cooling gas fittings/hardware. Inspected unit. Performed patient circuit calibration and performance test. Unit passed. Listened for abnormal audible sounds, could not verify. Checked power supply, volts in specification. Calibrated pressure transducer. Calibrated dynamic displacement indicator board. Performed patient circuit calibration and performance test. Unit passed all calibrations and testing. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.